Event description:
Initially, left lateral pathway was suspected. But the diagnostic procedure revealed that the pathway was on the right side. The subject delfectable catheter was then used to ablate. The radiofrequency energy of 15 watts was applied several times without success. At the time the catheter was withdrawn, the tip electrode was left inside the pt's heart, possibly the myocardium. Another deflectable catheter was used to finish the case. The pt was discharged form the hosp without further treatment.